Event description:
It was reported that the device gave an alarm with the message "error 1870". No known adverse effects to patient.

Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis with the lens cover is scratched and the expulsor is extended. The pump was visually inspected, and the event log was reviewed. The customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. Power up of the pump displayed lec 1870. Simulated use was able to download event log and able read out the pump error log but unable to run the pump. The event log verifies that the event occurred (one 1870 alarm recorded). 1870 error is motor_timeout1. Pump was opened and found a broken tab on the optical switch. Replace optical switch. The lens was also replaced.

Event description:
Additional information indicated that there was no patient involvement and that the issue was discovered at the testing site.